Event description:
The doctor claims that during the procedure, while the graft was being placed, leakage was noticed. The graft was removed. The procedure was completed with another similar hemashield device. On 10/29/2004, we received the following additional information: the procedure was an ascending aortic replacement. The graft was used to cannulate the brachial artery for arterial flow for cardio-pulmonary bypass (cpb). During the bypass procedure, 200cc of blood was wasted and 300cc was in reservoir suction. The graft leaked from several holes along its entire length. The duration of the leakage was for the entire case, while the patient was heparinized and on cpb. Protamine was administered and the leakage stopped. The graft was removed following the cpb. The clinical outcome was an increase of blood-flow at the surgical field. The patient's post-operative condition is reported as fine. Note: the use of this type of device in extra-anatomic or pulmonary positions is contrary to the instructions for use as indicated in the precautions section under safety and effectiveness.

Manufacturer narrative:
Since the use of this type of device in extra-anatomic or pulmonary positions, as indicated in the complaint description, is contrary to the instructions for use as according to the precautions section under safety and effectiveness.